Manufacturer narrative:
Correction: supplemental MDR was submitted to correct the manufacturer report number 2016493-2025-94786 since this issue has been already captured in manufacture report number 2016493-2025-92763 for the same suspected device.

Event description:
It was reported by the customer that, when using the bd pyxis¿ medstation¿ es, drawers failed to open and displayed the message device not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that, when using the bd pyxis¿ medstation¿ es, drawers failed to open and displayed the message device not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main drawers 4.1 and 4.2 were not detected on the bus. After removing the back panel, it was observed that no lights were illuminated on any of the boards for drawer 4. A field service engineer (fse) replaced the pyxibus module control board, but the lights still did not come on. The fse then disconnected each drawer individually to determine if one drawer was affecting both, but this did not resolve the issue. Subsequently, all three boards were replaced simultaneously, including both drawer controller boards and the pyxibus module controller. The station was then restarted, and the drawers were reconfigured in the storage space configuration. The system functioned as intended after the field service engineer repaired the device.